Manufacturer narrative:
Physio-control service representative performed an initial evaluation of the customer¿s device and observed damaged therapy cable. After replacing therapy cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part was not available for further evaluation.

Event description:
The customer contacted physio-control for preventive maintenance of their device. During evaluation physio-control observed that therapy cable is damaged. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.